Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, the following was obtained: it was reported that the suture ¿broke twice during knotting¿. Does this mean that one suture broke in two places? If not, please confirm how many sutures broke during this one procedure? Yes, this means that one suture broke in two places. The following information was received: after investigation, the patient underwent surgery on (B)(6) 2025 (the specific patient diagnosis and surgery name were unknown). The surgeon used suture (w8706) for arteriovenous anastomosis during the surgery. When knotting, this suture broke twice in a row. The surgeon immediately replaced a new suture (the specific product information was unknown) and re-anastomosis. The subsequent surgery went smoothly. This event resulted in an extension of the surgical time (the specific extension time was unknown) and increased the risk of intraoperative bleeding in patients. No subsequent adverse event reports were received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture ¿broke twice during knotting¿. Does this mean that one suture broke in two places? If not, please confirm how many sutures broke during this one procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used to anastomose the arteries and veins. It broke twice during knotting and needs to be re sutured. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.